Event description:
The customer reported via phone call that the insulin pump's display was only partially visible. The customer reported that the issue began the night before the call, and had worsened by the time the call took place. The customer confirmed that the insulin pump had been bumped or dropped. Blood glucose level was 230 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received missing segment due to lcd cracked zebra connector. The insulin pump has cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.